Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of dilaudid at 1.5mg/day via an implantable infusion pump for spinal pain. It was reported that the pump was alarming a two tone beep every thirty minutes. The patient reported it was disrupting their sleep. It was reported that the pump failed. It was reported that the drug was taken out of the pump and a study was done, and the catheter either has a kink or it was out of their spine. The patient reported that nothing was put back in the pump and it was empty. The patient reported that they went through withdrawals after this. No further complications were anticipated/reported.